Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced from minor contamination, to address the issue. Additionally, the front panel, tubing-fi02, tubing- system pca, tubing-blower chassis, tubing- low flow 02, and muffler assembly were replaced due to minor contamination, which were not related to the malfunction/issue.